Event description:
It was reported that there were difficulties spiking a bag with the cadd administration set, and that the bag could not be fully spiked, causing air to enter the system. It also had difficulties removing an existing bag spiked with anesthesia and spiking a new bag, along with issues related to air accumulating in the tubing. It was noted that while the pump appeared to be operating, the line was not fully spiked, which prevented the drug from infusing. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.